Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted infusion pump. It was reported the patient had a pump for 7 years and it is due to be replaced and the surgery is scheduled on april 1st. It was noted the patient does not feel that they are getting any pain relief from the pump at all for months now. The patient's pump had also been beeping for at least 4 months. The caller noted it was a single tone alarm but it was not alarming today. The hcp had been notified about the alarm and pain but hcp does not seem to be concerned and said the pump was fine until april 22nd. The hcp noted the pump was beeping because the pump needs to be replaced. Patient services reviewed eri appears 90 days before eos. The caller was concerned something was wrong because their pain had been getting worse and worse. The patient asked if they should be concerned that the pump stopped beep ing and was re-directed to their hcp. Additional information received from a healthcare provider reported the cause of the patient not getting relief was the pump was alarming because it needed to be replaced due to end of battery life. The patient was following up with their hcp for the replacement and it was noted the issue resolved. The patient's weight was 215 lbs. Additional information was received from the consumer indicated that during the replacement surgery due to normal battery depletion, it was found that the catheter was leaking. It was noted that once the pump was implanted they had to decrease medication to 50%.

Manufacturer narrative:
Correction was made due to the previous report being submitted with the incorrect aware date. Continuation of d11: product ID 8709sc lot# serial#(B)(6) implanted: 2013-(B)(6) explanted: 2020-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.